Event description:
The technician alleged that the brake pedal could be set in the brake position but the pedal would pop out of brake when the bed was moved. No patient impact.

Manufacturer narrative:
The tech replaced the brake caster. Brake steer caster and a brake bushing to resolve the issue.